Event description:
It was reported that the pt underwent a sling procedure in 2005. The physician placed the sling device through an incision that was too deep, and the mesh was placed into the uretha. Physician removed the mesh was placed into the uretha. Physician removed the mesh from the urethra during the same procedure, repaired the urethra and rescheduled the sling procedure to be done at a later date.